Manufacturer narrative:
This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Article attachment: ¿mid-term outcomes (up to 5 years) of percutaneous edge-to edge mitral repair in the real-world according to regurgitation mechanism: a single-center experience."na - attachment: [article cn030666.pdf].

Manufacturer narrative:
Date of event: estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant: estimated. The devices were not returned for analysis. A review of the lot history record and similar complaint review could not be performed as the part and lot information was not provided. A conclusive cause for the reported incomplete coaptation cannot be determined. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling. The patient deaths and other adverse patient events mentioned are filed under a separate MFR number. Article, titled ¿mid-term outcomes (up to 5 years) of percutaneous edge-to edge mitral repair in the real-world according to regurgitation mechanism: a single-center experience."

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported through a research article identifying the mitraclip that may be related to the following: patient deaths, mitral regurgitation, heart failure, re-hospitalization, medical intervention and surgical intervention. Device issues include, single leaflet device attachment (slda). Details are listed in the attached article, titled ¿mid-term outcomes (up to 5 years) of percutaneous edge-to edge mitral repair in the real-world according to regurgitation mechanism: a single-center experience."